Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the barcode reader, which resolved the issue. The cse confirmed that samples were correctly identified by the barcode reader. The cause of a survey sample ID being matched to the incorrect rack position and run for tests not ordered for it was a malfunction of the barcode reader. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center (ccc) after a survey sample rack position was mismatched to a different rack position and run for the tests ordered for the survey sample in the different rack position. Two survey samples were loaded onto rack 13 and sample ID (B)(6) was in rack position b and sample ID (B)(6) was in rack position c. Sample ID (B)(6) had a hepatitis panel ordered and sample ID (B)(6) did not have a test ordered. Sample ID (B)(6) (rack position c) was aspirated and hepatitis testing was performed and the advia centaur xp system indicated it was running the sample from rack position b. Sample ID (B)(6) (rack position b) was not aspirated. The operator repeated the samples on an alternate instrument, where the results matched the survey peer results. There are no known reports of patient intervention or adverse health consequences due to a survey sample ID being matched to the incorrect rack position and run for tests not ordered for it.